Event description:
It was reported the patient's blood glucose (bg) decreased to 2 mmol/l (36 mg/dl) while wearing the pod for longer than 48 hours. The patient reported improperly managing his bg levels which caused the low bg levels. The patient fell due to the low bg and visited the emergency room (ER) for treatment of his head injury. No treatment was provided at the ER for the low bg. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.